Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during pre-operative checkout, the smoke came out of the device. There was no reported patient injury.

Manufacturer narrative:
After ge healthcare engineering review, the potential for death or serious injury to result from component failures, including burning and overheating is considered to be remote because the device conforms to construction and performance requirements of recognized safety standards which include the testing of fire hazards under abnormal conditions. Additionally, the error codes would prevent the use of the unit.